Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery pca. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. Device evaluation of monitor sn (B)(4) was returned to the distributor for evaluation. The reported problem (won't power on) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to corrosion in the j1 battery connector. The root cause for the corrosion could not be positively identified. No adverse event resulted from the defective monitor. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack and that the patient's monitor would not power on.